Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse ran precision checks on the patient samples and decontaminated the system. The cse also replaced reagent 1 (r1) and reagent 2 (r2) probes. The cse ran alignments, system checks, and the customer ran quality controls (qc) with acceptable results. The system was fully functional upon cse service. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2020-00089 was filed in conjunction with this report.

Event description:
Two false positive cardiac troponin-I (ltni) patient results were obtained on a dimension xpand plus with hm instrument. The initial results were reported to the physician(s). For sid a, the same sample was repeated on a non-siemens instrument. The sample was redrawn and repeated on the same instrument and again on a non-siemens instrument. The patient was admitted to the hospital for a redraw and was repeated again on an alternate dimension exl 200 instrument. The initial instrument was calibrated, and the second redrawn sample was run again on the same initial instrument. The negative test results were reported, as the correct results, to the physician(s). For sid b, the same sample was repeated on a non-siemens instrument. The sample was redrawn and repeated on the same instrument and again on a non-siemens instrument. The initial instrument was calibrated, and the redrawn sample was run again on the same initial instrument. The negative test results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive cardiac troponin-I (ltni) patient results.